Event description:
It was reported that the patient came to the clinic due to the missing teeth of left upper 6 and right upper 6 (palmer). Two zimmer implants were implanted after examination. The healing abutments were installed. The patient reflected the abscess at the implant site accompanied with pain later and came to the clinic for examination. Infection and inflammation were found. After rinsing with chlorhexidine solution there was no improvement, the implants at tooth sites # 16 and 26 (fdi) were then removed. Symptoms as a result of the event: pain, abscess, inflammation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design / non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and one other complaint was identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
No additional or corrected information to report.